Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized from (B)(6) 2020 to (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of more than 800 mg/dl. The customer had been using the insulin pump within 48 hours of the incident. The customer was treated with intravenous drips. The customer also reported that the insulin pump had motor error alarm. The customer required a loaner pump. The insulin pump will not be returned for analysis.